Manufacturer narrative:
Information regarding the other 2 patients: patient 2: male, 30 years old, 150kg. Symptoms: raised h+ ions and blood sugar. Final diagnosis: dka. Medication: IV fluid containing k, actrapid infusion. Patient 3: male, 44 years old. 99kg. Symptoms: n/a. Final diagnosis: laparotomy for small bowel mass - resection and anastomisis. Medication: date of incident is from (B)(6) 2025.

Event description:
According to the complaint (B)(4), samples were measured on the abl90 flex plus analyzer (serial number: (B)(6) and it has been giving low potassium (k) results over a few months. The user had only become aware of it after returning to work after 3.5 months off. 1) 3.2mmol/l vs 3.9mmol/l (lab comparison) 2) 3.9mmol/l vs 4.2mmol/l (lab comparison) 3) 4.4mmol/l vs 4.7mmol/l (lab comparison) 4) 3.1mmol/l vs 3.7mmol/l (lab comparison) 5) 3.0mmol/l vs 3.7mmol/l (lab comparison) 6) 3.1mmol/l vs 3.8mmol/l (lab comparison) 7) 3.1mmol/l vs 4.0mmol/l (lab comparison) 8) 3.3mmol/l vs 4.2mmol/l (lab comparison) 9) 2.1mmol/l vs 3.5mmol/l (lab comparison) 10) 2.7mmol/l vs 4.5mmol/l (lab comparison) 11) 2.8mmol/l vs 3.7mmol/l (lab comparison) based on the above measurements, the customer had reported the abl90 flex plus potassium measurements to be false low. No reports of death or serious injury.

Manufacturer narrative:
New information provided by the customer on (B)(6) 2025, one of the patients was adminstered with a dose of potassium, where it should not have been. No further treatement was required as a result of the treatment.

Manufacturer narrative:
Radiometer investigation of the provided data logs could not identify evidence that the analyzer had malfunctioned, and that the analyzer had performed as it should. Hence the root cause is no malfunction and this incident does not meet the criteria for a reportable MDR.